Manufacturer narrative:
(B)(4). This is a report of a system error 2240 alarm that was caused by an improper disconnect/reconnect by the patient during peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected to the device at the time of the alarm. This occurred during an unspecified phase of peritoneal dialysis therapy. During troubleshooting, it was noted that the patient had improperly disconnected/reconnected from the patient line of the cassette during therapy. The power was cycled to clear the alarm and proper procedures were reviewed with the patient. It was not reported how the patient planned to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.